Manufacturer narrative:
It was indicated that the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, it was confirmed the right ventricular (rv) lead was dislodged and near the coronary sinus. As a result, the lead was explanted and replaced. No adverse patient effects were reported.